Manufacturer narrative:
¿A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. ¿testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. ¿the pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer.

Event description:
Status: check IV set. Ps02 - pressure sensor- check IV. Other- specify in comments. Cz02 - case rear- damaged/cracked. Bz06 - bezel assy- lower hinge crack. Kp03 - keypad- delaminated. The customer reported check IV set. There was no patient involvement.

Manufacturer narrative:
A bottle side (upper) pressure sensor failure was confirmed and replicated during testing. Testing of the returned alaris¿ pump model 8100 confirmed that the bottle side pressure sensor was faulty. The pressure sensor was replaced with a known good part and allowed to infuse with no alarms or malfunctions occurring. The customer reported problem was confirmed. The device was repaired, passed all required testing and specifications, and released back to the customer. A review of the device history record showed the device had a manufacture date of 05oct2006. The review was performed from the date of manufacture to the date of product release for distribution. A review of the device history record in sap for sn (B)(4) was performed which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the complaint history for sn (B)(4) was performed in bd2 trackwise which did not confirm similar complaints with the same or related failure mode.

Event description:
Status: check IV set. Ps02 - pressure sensor- check IV. Othe - other- specify in comments. Cz02 - case rear- damaged/cracked. Bz06 - bezel assy- lower hinge crack. Kp03 - keypad- delaminated. The customer reported check IV set. There was no patient involvement.